Event description:
The facility reported the set came apart where the tubing enters the filter during infusion of 5fu chemotherapy in a patient home. The set was discarded by the facility and is not available for evaluation. The reporter indicated that no patient injury or medical intervention was necessary.